Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had hardware low level failures. The customer¿s blood glucose was unknown. The customer stated they were able to rewind the pump and successfully clear the alarm. The customer stated that insulin pump error recurred during self test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Hardware low level failures alarm (variableinfo = 3) confirmed in the pump history due to broken trace on keypad assembly.